Manufacturer narrative:
No product has been returned for investigation, nor were x-ray films provided to verify the reported event. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery..." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Post-operative warnings "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." No product returned for investigation.

Event description:
On (B)(6) 2017, a patient underwent posterior spinal fusion at t10-s2ai levels. Post-operatively a separation of the left side set screws at s1 and s2ai levels were detected. On (B)(6) 2017, patient underwent a revision procedure to replace the separated set screws. No patient injury was reported.